Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified and reproduced during evaluation. The device was found out of specification in relation to the reported broken keypad, buttons not working. The cause was determined to be the keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced broken keypad, buttons were not working. The problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.